Event description:
It was reported that during a metatarsal procedure, a 3.0 suturetak driver broke off up to the laser line when inserting the suturetak. After using the mallet, surgeon went to pull the anchor out and the metal broke off. It was then stuck in such a way around the anchor and buried in that he could not pull it out from the bone. Surgeon left the anchor with the portion of metal from the driver in the patient to avoid further interaction with the bone.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by over-insertion, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.